Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to internal leakage test failure during pre-use check has been confirmed during evaluation of the provided problem description and service report. The device log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found the air gas module was defective and the part has been replaced. No parts were returned for further analysis. The root cause for the reported problem could not be determined.

Manufacturer narrative:
The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation and information provided by technician. This was intended to be included in follow up emdr sent on 06/30/2023 but instead the submission date was listed in #g3. #g3 date received by manufacturer previous date received by manufacturer (provided in follow up emdr sent on 06/30/2023): 06/30/2023. Corrected date received by manufacturer: 03/18/2022.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of fields #g3 date received by manufacturer, #b3 date of event and #h8 usage of device was required. This is based on the internal evaluation and information provided by technician. #g3 date received by manufacturer: previous date received by manufacturer (provided in initial emdr): 03/29/2022; corrected date received by manufacturer: 03/18/2022. #b3 date of event: previous date of event: 03/23/2022; corrected date of event: 03/18/2022. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).